Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited oversensing of noise, causing an inappropriate shock. The patient reported working out (performing planks) when they were shocked. The patient was seen for an in-clinic office visit and the sensing vector was noted to be programmed to secondary. Myopotential noise could be recreated. The physician reported reprogramming the device sensor vector to alternate, which showed less myopotential noise. The physician will monitor the patient closely. The device remains implanted.